Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at 242.8 mcg/day) via an implantable pump for unknown indications for use. It was reported that the logs read that the patient had a motor stall on (B)(6) 2022 at 7:21 am and recovery at 9:05 am. Factors that may have led or contributed to the issue included a possible electric magnetic interference (emi) due to patient working near the airport. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.